Event description:
The patient reported the down arrow key on her insulin infusion device is not activating her quick bolus function and, because she wears the infusion device clipped onto her outer pants she cannot really feel the vibration of the device when she boluses. She stated the arrow key is not recognizing her button presses and so, when she checked through her bolus history, most of her bolus amounts are wrong. The patient said her blood glucose readings have been from 389 mg/dl to over 400 mg/dl with her normal range being around 140 mg/dl. She stated she was sweating and corrected her blood glucose by giving herself an insulin injection and changing her insulin infusion set. During troubleshooting, the patient stated she did have to reprogram her basal rates with her doctor and is still taking antibiotics for her knee replacement surgery. She said she changes her infusion headset every 2.5 to 3.5 days. The patient stated she does have a backup infusion device. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.